Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-04759. It was reported that the patient presented in clinic for a device replacement due to the elective replacement indicator. The right atrial lead exhibited noise with inappropriate mode switch episodes and the left ventricular lead exhibited elevated capture thresholds. The physician explanted and replaced the leads and device. The patient was discharged post-procedure.

Manufacturer narrative:
A partial lead was returned in one piece measuring 42.2 cm with the helix extended and clogged with blood/tissue. Visual examination found insulation cuts attributed to procedural damage. No conductor fractures were noted and shorting was found due to procedural damage. The reported event of noise oversensing was unconfirmed.